Manufacturer narrative:
This report is being supplemented to correct the previous supplemental report's aware date (g3). The aware date was previously report as march 13, 2023. The correct aware date is june 28, 2023.

Event description:
A user facility reported to olympus, that bubble gum was found in the channel of the olympus, model gif-h190, evis exera iii gastrointestinal videoscope following a "recent case". The reporter requested information related to cleaning and disinfecting the device. And if the scope could be reprocessed in an olympus, model oer-pro, endoscope reprocessor. The problem, as reported to olympus, was identified during reprocessing. There was no patient injury or other impact, associated with the problem reported to olympus.

Manufacturer narrative:
The device was not returned to olympus. Olympus technical support advised the reporter to manually disinfect the scope and return it to olympus for evaluation. The root cause of the reported problem could not be determined. Based on the available information, a device failure was not identified.

Manufacturer narrative:
Based on the evaluation performed on the returned device, the user's report of insertion tube covered with gum was confirmed due to the stickiness of the insertion tube and light guide tube. In addition, the insertion tube was buckled near the bending section. The label on the scope connector was peeling. There was a low angulation, and heavy right/left angulation when engaged. There were scratches noted on the plastic distal end cover, and tiny chips on the objective lens. The bending section cover glue was cracked. The device was serviced and returned to the user facility. The legal manufacturer's investigation indicated that the reported event will not likely caused or contribute to an adverse event, as the reported phenomenon was noted during reprocessing and there was no reported patient involvement. This report will be supplemented if new additional information will become available at a later time.